Event description:
The customer reported that during a therapeutic plasma exchange procedure, the patient suffered a significant spike in blood pressure. The patient was given hydrazaline and admitted overnight in the hospital. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention and hospitalization of the patient.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.